Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb cable was bent at the charge port and the usb port was loose. Customer's blood glucose was 221 mg/dl. Reportedly, customer did not have backup insulin methods available and declined additional follow-up from tandem technical support regarding it. No additional information was known or reported.